Event description:
During a coronary drug eluting stenting treatment procedure, deflation difficulties occurred. The taxus express2 3.5x32 mm drug eluting stent passed through a proximal rca implanted stent, but was unable to be direct stented in the distal rca lesion. It is noted this is off label use. The lesion, located in the distal rca, was heavily calcified. The physician then predilated with an unk size balloon and the taxus stent successfully crossed the lesion. The stent was deployed with a semi-mid waist remaining. The balloon was unable to be deflated; the physician reinflated the balloon up to 20 atms and deep seated the guide catheter. He pulled hard and the balloon was released from the stent, leaving the stent in good position. No pt complications were reported. Pt is reported to be in satisfactory condition.